Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient did not receive therapy for fine vf. The device eventually detected vf and charged, but the patient returned to sinus before therapy was delivered. It was believed that the patient was receiving CPR around the time of the episode. The patient was in the ICU for unknown reasons aside from other health issues. Along with being septic, the patient also had gangrene in the foot, but it is not known if this was related to the patient's death.